Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 module (serial number: (B)(6). The investigation determined that the anti-hcv g2 elecsys cobas e 100 v2 assay, including the associated reagents, calibrators, and control materials, performed within specifications. A review of onboard stability testing for reagent lots, calibrators, and control materials did not reproduce the reported increase in calibrator 1 signals or level 1 recovery. The calibrator signals and control recovery remained stable over the claimed onboard stability period. The investigation was limited as the customer kit of lot: 768285 was not available for analysis. No stability issue with the reagent, calibrators, or control materials was identified. The reagents, calibrators, and control materials should be handled as recommended to ensure proper use.

Event description:
The initial reporter alleged an issue with the anti-hcv g2 elecsys cobas e 100 v2 assay on the cobas 6000 e601 module, where qc level 1 recovery increased, and calibration did not pass when using reagent lot: 768285. On 15-jun-2024, calibration data for lot: 768285 showed calibrator 1 (cal 1) signals of 1701 and 1820 counts, and calibrator 2 (cal 2) signals of 109981 and 122585 counts. On (B)(6) 2024, cal 1 signals ranged from 1701 to 5331 counts, and cal 2 signals ranged from 109981 to 52051 counts. On (B)(6) 2024, calibration failed with cal 1 signals exceeding 7212 counts and cal 2 signals at 194760 and 195460 counts. On (B)(6) 2024, cal 1 signals were reported as '> sig' and 2304 counts, while cal 2 signals were 189924 and 247197 counts. Expected signals for cal 1 and cal 2 were 1302 and 124291 counts, respectively, indicating an increase in cal 1 and a decrease in cal 2. Qc data showed that on (B)(6) 2024, level 1 signals were 0.294 and 0.315 cut-off index (coi), and level 2 signals were 1.70 coi. On (B)(6) 2024, level 1 signals were 0.207 and 0.212 coi, and level 2 signals were 2.49 and 2.89 coi. On (B)(6) 2024, level 1 signals were 0.109 and 0.107 coi, and level 2 signals were 3.55 coi. Target values for level 1 were 0.0000¿0.3000 coi, and for level 2 were 2.67¿4.95 coi, indicating an increase in level 1 recovery. The customer kit of lot: 768285 was not available for further investigation.